Manufacturer narrative:
(B)(4): follow up MDR for device evaluation. Two photos of 10ml eurographics syringe were received and evaluated. Both images show a loose syringe with a brownish stain larger than level 4 on the barrel tip consistent with burnt tip. The condition observed is non-conforming per product specification. Potential root cause for the burnt tip defect is associated with the molding process. As a part of this investigation the senior molding engineer was interviewed. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. A device history record review was completed for provided lot number 3208440 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 10ml ll eurographics contained foreign matter. The following information was provided by the initial reporter translated from dutch to english: "when the employee of the customer removed the syringe from the packaging, she noticed it was dirty already. So the syringe was packed dirty and then shipped etc."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.